Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s programmer was not sending any stimulations. A pop up appeared on the screen as power on reset (por) code. No further complications were reported or anticipated.